Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 to aware date (B)(6) 2018 for similar complaints was performed. There was one (1x) similar complaint identified during the searched period. The assay specification for estradiol (e2) analyte, under evaluation of results generally states: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. In addition, the aia-360 operator's manual under chapter 2-4 installation procedures, section 5: installation procedure, connecting tubing has an illustration of the port branching assembly and also listed: connect the tubes extending from the rear of the aia-360 to the port branching assembly as shown below: diluent (dil) tube - port branch dil ; wash solution (wash) tube - port branch wash ; waste fluid (waste) tube - port branch waste . Identification seals are attached to each tube. Use these to ensure tubes are connected to the correct port. Errors will result in incorrect assay results. The most probable cause of the reported event was due to switched wash and waste tubings from operator error.

Event description:
A customer reported out of range high estradiol (e2) quality controls (qc) on the aia-360 instrument. Customer stated the wash and waste line tubings were switched, but could not confirm when the error occurred. The customer was to re-run every patient samples ran the day before and was to send them out to a reference laboratory for confirmation. Technical support specialist (tss) advised the customer to bleach clean the instrument and ensure the line tubings were connected to the proper port source. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. During a follow-up conversation with the customer, the tss confirmed that there were seven (7) patient samples in question, but none have been reported out of the lab. All seven patient samples were sent to a reference lab and those results were reported from the lab. The customer also stated that after bleach cleaning the instrument, as advised by tss, quality controls (qc) and all results were within acceptable range. Information has been requested to the customer in regards to before and after patient results.

Manufacturer narrative:
Device evaluation "evaluation summary attached" inadvertently checked. No further information has been received from the customer regarding patient results related to the reported event. No further action is required by technical support. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.